Event description:
Per the clinic, it was reported that the patient developed a recurrent infection at the implant site. The patient was treated with antibiotics; however, the issue did not resolve. Subsequently, the abutment was removed in order to allow the site to heal. The implanted fixture remains insitu.